Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - apnea.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was sleeping on her daughter's sofa without reported symptoms when she lost consciousness. The patient has no recollection of egv prior to sleeping. Behavior of the receiver during the event was not described. Her daughter found her around 08:00 am unresponsive and "like not breathing." Daughter called the emergency medical team (emt) without any intervention or action taken. Emt arrived around 08:05 am and her bg fs was at around 16mgdl while her daughter and emt did not check her receiver. Emt gave the patient a shot of glucose. The patient regained consciousness inside the ambulance. She was brought to the emergency room (ER) via ambulance. The patient can't recall the bg fs and cgm reading when she arrived at the emergency room. They gave IV fluids and some fruits to eat and juice to drink. She was discharged at around 01:00 pm with manual bg of around 200mgdl while dexcom receiver was not checked. The patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.